Event description:
It was reported that the implantable neurostimulator (ins) ¿wasn¿t setting itself.¿ the patient stated ¿sometimes it adjusts way high and stays on standing.¿ the patient also noted that it would change on its¿ own. It was reviewed with the patient that when they adjust the ins in a position they needed to stay in that position for three minutes for the ins to remember that setting. The patient used the patient programmer (pp) to synch with the ins to ensure that adaptivestim was enabled. The patient was on group a, upright, and adaptivestim was enabled. The patient stated it was in upright but she was sitting. It was reviewed with the patient that the ins couldn¿t distinguish between standing and sitting. The patient reported they were noticing it wasn¿t changing when they were lying. The patient tried lying while on the phone and reported the ins adjusted to laying. The patient then asked about having a setting for reclining because when she leaned she didn¿t¿ feel stimulation. It was reviewed with the patient that there was an angle that was programmed for the ins to adjust for a position and were redirected to their healthcare provider (hcp). The patient then asked about when it went from 2.80 volts to like 4.80 volts when the patient believed the positioned stayed the same. Again the patient was redirected to their hcp to determine if the ins was functioning properly. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).